Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate and air bubbles were observed exiting the cartridge. Customer loaded a new cartridge to resolve the reported issues. Customer's blood glucose was 300 mg/dl.